Event description:
Info received indicates the brake steer function is not working properly. The brakes would set but continue to ratchet.

Manufacturer narrative:
The technician found the casters were worn. He replaced the four casters to repair the bed.